Manufacturer narrative:
It was reported that "the needles have been leaking during blood draws. The leaking is coming from the area in red below. The luer adapter is tightly on but consistently leaks during blood draws with multiple tubes". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "the needles have been leaking during blood draws".